Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient stated that he does not feel any symptoms when his glucose level is high or low. Earlier on the day of the event the cgm with the same sensor was inaccurate with the cgm reading 160 mg/dl and the bg at 255 mg/dl. Later that day he had a cgm value of 80 mg/dl, did not feel any symptoms, and did not measure his bg on his own. After about 30 minutes he started to feel dizzy. His son called for an ambulance. The paramedics checked the patient¿s bg which was around 60 mg/dl. They gave him an injection of glucose solution and stayed until his bg was above 100 mg/dl. He refused to go to the healthcare facility. He did not have any further treatment and continued using the sensor. At the time of the report the following day he still was not feeling well, with dizziness, headache and fatigue. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a and b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.